Event description:
Complaint received as follows from (B)(4): "complaint description : I opened one out of 5 and tried to inflate the cuff as the insertion part of the inflation line looked slightly whitish from outside. When I looked inside of the tube, I could see that the inner layer was delaminated and a part of inner wall was inflated."

Manufacturer narrative:
Based on available information, our medical determination is that a recurrence of this malfunction is likely to contribute to or lead to a serious injury/illness to the pt: an endotracheal tube whose inner tube delaminates such that it results in the occlusion of the lumen is likely to lead to or contribute to a serious injury/illness to a pt should the malfunction recur. A blocked ett would not permit the adequate ventilation of a pt and this may have serious health consequences if not promptly diagnosed and corrected. Based on the investigation, the following observations were made: all manufacturing activities, process settings and parameters were reviewed and confirmed as being within specifications. No obstruction was evident below 80 cm h20 during investigation. During the investigation, the issue was replicated and obstruction could only been seen when the pressure reach above 90cm h20. Customer reported the doctor has been checking the cuff pressure by "feeling" without any problems and the cuff pressure was maintained to be constant at the minimum level required. The instruction for use (IFU) clearly stated that the fixed amount of air is not recommended to be used for inflating the cuff as this will build up excessive intra cuff pressure leading to adverse condition to pt and product. In the case referred, this excessive pressure built up could have affected the product's design performance adversely. The investigation found that sample functioned as per product specification at the point of product release. Reported to the FDA on (B)(4) 2013.